Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced crimped cannula event. No further information available.